Event description:
The customer reported via phone call that the insulin pump had a low reservoir alert during an infusion set change. The customer also reported that the insulin pump had a failed battery test. The customer declined troubleshooting. Blood glucose level was 113 mg/dl at the time of the incident. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.